Manufacturer narrative:
Initial reporter complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The primary packaging was not sealed on one side. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A review of the last three (3) product monitoring reports for trends indicated, no trends for this issue on this product. Historical complaint data from february 2015 to february 28, 2017 was reviewed as it relates to reported events of this product model number 187662. A total of four (4) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).